Event description:
It was reported that the right ventricular lead delivered inappropriate therapy due to t-wave oversensing. A medwatch 3500 further reported that there had been an abrupt decrease in r-waves with p-wave oversensing, and that the patient was converted to integrated bipolar sensing to temporarily preclude further shocks. The lead was later explanted and replaced, and no further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead delivered inappropriate therapy due to t-wave oversensing. A medwatch 3500 further reported that there had been an abrupt decrease in r-waves with p-wave oversensing, and that the patient was converted to integrated bipolar sensing to temporarily preclude further shocks. The lead was later explanted and replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received. Triage unit sequence (B)(4). Evaluation summary: (B)(4) no anomalies found. Additional findings of defib conductor distorted, several conductors cut, blood/body fluid outer tubing overlay, inner and outer tubing kinked/buckled, exposed defib coil white substance, blood in/on helix mechanism, stylet stuck in lead-distal coil, lead stretched and apparent explant damage. Also outer tubing overlay melted, cosmetic environmental stress cracking, the outer insulation torn, breached cut and cosmetic depression. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Triage unit sequence # (B)(4). Analysis of the lead is in process; the results will be forwarded when available.